Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the front end of the minimal access driver device where the cutter slides through was not with the attachment. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. It was determined that the device passed all manufacturing specifications. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.